Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking air at the seal. The device was used to complete the procedure by putting a sponge into the trocar. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.